Event description:
Customer reported the system is not saving images. No pt injury was reported.

Manufacturer narrative:
A ge rep informed customer of space saving techniques and that system will only store 60 images. System operates as intended. This MDR is related to ge healthcare complaint number.